Event description:
Cf: radiology has reported they've noticed an issue with some of their newer schick 3 th exposing an image sometimes a completely unrelated image will pop into mipacs. The image is alw s tied to/somehow stored in the sensor/box. So for that sensor it will always be that same image t sensor/box will have a different image, but always that same one regardless of patient. It is int have to expose multiple times before they get the actual real xray of the patient. Is this patient. It re any memory or cache on the sensor or usb remote box that might hold onto an image for some reas e on the sensor or usb remote box is there a way to clear it?

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Usb 3 firmware v1.4 contains an issue in the portion of code used to optimize sensor performance. If the optimization occurs during an exposure or sensor readout, there is a chance that the resulting image will be corrupted. Image data following the point of corruption will consist of data that was previously held in the memory of the usb device. As a result, the presented image may contain a portion of data from a previous exposure. In general, this would be obvious to the user since the presented image would either contain obvious artifacts or different anatomy than expected.